Manufacturer narrative:
The technician found the rocker arm broken at the foot end which prevented the casters from engaging into brake. The technician used a brake/steer upgrade to repair the stretcher.

Event description:
Information received indicates the brake is not holding at the foot end of the stretcher.